Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review could not be conducted since the serial number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the device would not provide heated aerosol.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage to the lower case, the on/off light did not turn on, and the connection on the white color cable was damaged, thus the unit would not turn on. No other issues were observed. Functional testing was performed and all electrical tests performed on the unit were found to be acceptable. Based on the investigation performed, the reported complaint of "unit not providing heated aerosol" was confirmed. The unit would not turn on. Although the complaint was confirmed, a root cause for the issue could not be determined. All heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed, however a root cause was not established.

Event description:
The customer alleges that the device would not provide heated aerosol.